Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection: the t25 star drive screwdriver shaft 241 mm (p/n: 03.168.014, lot #:30p8684) was returned and received at us customer quality (cq). Upon visual inspection, the distal tip of the device was observed to be stripped. There were scratches on the device but have no impact on the device functionality. No other issues were identified with the returned device. Functional test: a functional test was not performed as the device was returned by itself. Can the complaint be replicated with the returned device? Unable to perform, but the stripped condition of the device could have caused the complaint condition. Dimensional inspection: the complaint relevant dimensions cannot be taken because of the stripped condition of the device but the distal shaft above the damage was measured to be within the specification. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed screwdriver shaft. Complaint confirmed? Yes, the device received was stripped. Hence confirming the allegation. Investigation conclusion the complaint condition was confirmed for the t25 star drive screwdriver shaft 241 mm (p/n: 03.168.014, lot #:30p8684). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 03.168.014-us , lot: 30p8684 , manufacturing site: hägendorf , release to warehouse date: dec 12, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during the femoral neck system (fns) procedure, the t25 stardrive screwdriver powershaft would not engage to the coupler. This was tested before the patient hit the room so there was no delay in the case. Surgeon ended up using a separate powershaft and it worked just fine. Procedure and patient outcome were unknown. Concomitant device reported: unknown handles: trauma (part# unknown, lot# unknown, quantity 1). This report is for one (1) t25 stardrive screwdriver shaft 241mm. This is report 1 of 1 for (B)(4).